Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the device imagery revealed the liner was torn. There was high-density polyethylene (hdpe) damage along the liner tear. There was also a liner strand observed. A review of the patient anatomy imagery revealed the patient's access vessels had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the sheath was confirmed empirically based on relevant imagery provided for evaluation. The available information suggests that patient factors (tortuosity and calcification) could have contributed to the event as these patient factors were confirmed through imagery review. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. In regard to the liner tear and liner strand, these were also confirmed based on relevant imagery provided for evaluation. The available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (valve caught on the liner and high push force) could have contributed to the event. The patient factors were confirmed through imagery review. Additionally, it was reported that the "valve was inspected under fluoroscopy and a tine on the valve was noticed to be bent." It is possible that high push force to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the liner and lead to damage (liner tear and liner strand). Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there was resistance felt during insertion of the commander delivery system with valve through the 16fr esheath. The valve was inspected under fluoroscopy and a tine on the valve was noticed to be bent. The valve, delivery system and esheath were withdrawn as one single unit without any difficulty. A second esheath, delivery system and valve were prepared. The second esheath was inserted without difficulty. The second delivery system and valve were then advanced through the second esheath. There were no issues during the second implant attempt and the second valve was implanted successfully. A femoral angiogram was performed after the second esheath was withdrawn and there was no damage to the iliofemoral artery. Subsequently, additional information was received revealing the esheath was damaged. Imagery of the esheath device was provided for evaluation. A review of the imagery revealed a liner tear, a liner strand and high-density polyethylene (hdpe) damage along the liner tear.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-07491 for details of the other event. The investigation is still ongoing.